Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered leaking tubing at pinch valve (vl14c). The fse replaced tubing at pinch valve, resolving the leak and errors generated. The fse also replaced valves (vl61b and vl11c) as preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported blue and clear fluid leaked from the coulter lh 750 hematology analyzer onto the countertop. The volume of the leak is unknown. The leak was not contained within the instrument. The customer also reported the instrument also generated "sweep flow" errors. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.